Event description:
Procedure type: anterior resection. According to the reporter: the surgeon used a circular stapler. The stapler failed a leak test at the end of the procedure. The customer tried two staplers covidien and a competitor¿s product to remedy the problem of leaking anastomosis.

Manufacturer narrative:
(B)(4).